Event description:
Reference number (B)(6). Event occurred in the united states it was reported that patient faced an infusion set leakage event at the site on (B)(6) 2026. The patient experienced hyperglycemia and received treatment with manual boluses. No further information is available.